Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received shocks due to vf, however the physician determined that the episodes were svt. The device delivered atp therapy, elevating the rhythm, resulting in the high voltage shocks. The physician elected to disable atp. Patients condition was good following the event.